Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; d9; d10; g3; h2; h3; h4; h6; h11. D10: medical product: stemmed tibial component precoat size 5: catalog#00598004701, lot#j7773935. Visual examination of the returned product identified signs of insertion attempts (gouges, tool marks) and a flared and compressed dovetail feature. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The reported event was confirmed by evaluation of the returned complaint sample. The device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to use error. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that during an initial total knee arthroplasty, the articular surface would not seat on the tibial tray. There was no patient impact and no adverse events have been reported as a result of the malfunction. Another implant was used to complete the procedure without further complication.

Manufacturer narrative:
(B)(4). D10: medical product: unknown tibial tray: catalog#ni, lot#ni. G2: foreign - event occurred in spain. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.